Event description:
A report was received from the field indicating that three healthcare workers experienced human reactions related to odor emitted by the sterrad unit. The initial reporter indicated that after the cycle completes and they open chamber to remove items, there is strong "smell" coming from the unit that they believe it to be hydrogen peroxide (h2o2). The third employee reported that she experienced coughing and stomach cramps. The symptoms resolved in approximately 1.5 weeks. Medical attention was not sought. The employee indicated that the symptoms occur when she is in the room with the unit while she is working. The frequency of exposure to the unit is intermittently throughout the day. At the time asp's clinical staff contacted the worker, she was still experiencing stomach cramps and this was reported to the worker's supervisor.

Manufacturer narrative:
(B)(4) stomach cramp and coughing. The initial reporter indicated the unit it working fine. This is one of three 3500a reports being submitted for this alleged product malfunction. Please reference manufacturer report numbers: 2084725-2009-00702 and 00703.